Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus and inspected. The customer's complaint of "image disappears and the color bar is displayed while using" was confirmed due to the malfunction of the cable unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was not possible to identify the factors that caused the malfunctioning of the cable unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the device has not been completed. Additional information has been requested regarding this event. The investigation is ongoing and a supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the image from the camera head disappeared and instead the color band appeared while in use during an unknown procedure. There were no reports of patient harm associated with the event.